Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified left circumflex artery. A 2.00mm x 9mm maverick balloon catheter was advanced for dilatation. However, during the inflation at 12 atmospheres, the balloon ruptured, and a dye came out. The procedure was completed with another maverick balloon of the same size without any patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device fg maverick 2 mr, 2.00mm x 9mm from was returned to the complaint investigation site (cis). Visual, tactile and microscopic analysis was performed on the device. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a circumferential tear 3mm proximal to the distal markerband and bumper tip showed no signs of distal tip damage.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified left circumflex artery. A 2.00mm x 9mm maverick balloon catheter was advanced for dilatation. However, during the inflation at 12 atmospheres, the balloon ruptured, and a dye came out. The procedure was completed with another maverick balloon of the same size without any patient complications reported.